Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report her meter (in use for almost 2 years) is giving her inaccurate readings. Analysis run on clark error grid using mean avg. Reading (293) as ref. Point vs. Bd readings (520, 65) yielded data points in the c/e range of the grid, out of acceptable limits.